Event description:
It was reported that during a gastrectomy procedure, the firing handle was too hard to grasp at the first firing. The surgeon commented that the device might have involved some hard object. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information has been requested:was the firing trigger fired at all and if so did it cut or staple?did it require a high force to engage the trigger?was it the trigger or the adjusting knob that was difficult? If it was the knob was it broken or would it not turn?

Manufacturer narrative:
Date sent: 10/28/2009. Information was not provided by the affiliate. Information anticipated, but unavailable at this time.